Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging a battery charge issue with her onetouch verio iq meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the night of (B)(6) 2016 (time not provided). The patient stated that the subject meter did not turn on. The patient manages her diabetes using a combination of metformin 1000 mg twice daily and lantus insulin 45 units daily. The patient stated that she took an increased dose of lantus insulin (B)(6) 2016 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "headaches, nausea, frequent urination, fatigue and anxiety" on the morning of (B)(6) 2016 (time not provided). The patient stated that she received hcp treatment of IV humalog insulin at ER on (B)(6) 2016 (time not provided). The patient stated that her blood glucose was tested using an doctor/clinic device at ER on (B)(6) 2016 (553 mg/dl) and again at her doctor's office on (B)(6) 2016 (325 mg/dl). At the time of troubleshooting, the csr noted that the correct test strips were being used, the patient is able to perform a rapid charge, the meter did not turn on showing the charging screen, the meter did not turn on when a new test strip was inserted, the patient did not notice the battery indicator or message prior to the meter not turning on, the subject meter was not being used for the first time, there was no indication of product misuse and the meter did not turn on when the power button was pressed for up to 10 seconds. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "frequent urination" after the alleged product issue began and she received hcp treatment for a severe high blood glucose excursion. This symptom and treatment do meet lifescan's criteria for a serious injury.